Manufacturer narrative:
Pump was received with missing e-clip on driver block. Unable to perform 7.2 unit bolus and occlusion tests due to missing e-clip on driver block.

Event description:
Customer called to report the he has attempted to bolus several units of insulin. However, the driver block did not move forward. No insulin exited.